Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was in clinical use when the issue occurred. The issue happened during a diagnosis of coronary procedure, got delayed and the procedure was completed using another system. The philips field service engineer (fse) inspected the system onsite and confirmed that the system doesn't boot up. Upon functional testing, fse found that the grabber cards in fv pc was not initializing. The frame grabber captures the video from the allura system. The frame grabber card in the flexvision pc failed. The fse replaced the flexvision pc. After replacement of the flexvision pc, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the system was not turning on. No harm has been reported to philips. A philips field service engineer (fse) inspected the system onsite and confirmed that the grabber cards in flexvision pc not initializing. Troubleshooting actions showed a problem with the flexvision pc. The fse replaced the flexvision pc and returned the system to use in good working order.